Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as the garment being too tight in the shoulders and cutting in under the straps on the back with no indication of open or broken skin. There was no alleged device malfunction contributing to the irritation. The patient¿s wound care team provided a cream for the skin irritation. Follow up indicated that the skin irritation improved.